Manufacturer narrative:
Evaluation results: inherent risk of procedure-failure to deliver the stent and stent deformation. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
The physician attempted to implant an integrity bare metal stent, however was unable to cross the lesion. The device was removed and it was noticed the stent strut was lifted. No clinical sequelae reported.